Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: n/a, as there is no indication that the lens was implanted. Section d6b - explant date: n/a, as there is no indication that the lens was implanted. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that upon opening the box containing the preloaded toric intraocular lens (iol) device, it was discovered that the box was already open. Through follow-up, it was clarified that the lens was out of its blister pack and in a small box with a cannula. The incident occurred before patient contact. No additional details were provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: 19-feb-2025 section h3 - device evaluated by manufacturer? Yes device evaluation: photographs provided by the customer were evaluated. The first photograph displayed the product folding carton and no damage or issues were observed. The additional photograph showed the handpiece from inside the carton, and showed the handpiece loose in the sterilization pouch and not seated properly in the handpiece tray. The sterilization pouch was opened and the plunger rod was observed to be advanced. Visual inspection was performed on the suspect product. The plunger rod was found partially advanced and viscoelastic residue was observed to be distributed through the length of the cartridge. The handpiece was externally inspected and presented with no external issues. The lens was received coated in viscoelastic residue, the lens was cleaned and presented with cosmetic scratches. No further evaluation was performed. The complaint issue "packaging issues" was identified during photograph evaluation; however, "sterility assurance concerns" and "damaged/broken" were not identified. Based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.